Event description:
Dexcom was made aware on 06/18/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with infection underneath sensor pod area, which occurred the same day the sensor had been inserted in the arm. The patient experienced a sensor failure alert on her app. When she removed the sensor, she had noticed a hard lump in the area where she inserted the sensor and decided to go to the doctor. There they prescribed oral antibiotics (administered for 1 week). The patient was discharged the same day. At the time of the report the patient was doing okay. Due diligence attempts to contact the reporter for more information were attempted but not successful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.